Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with a skin infection. The site was painful, red and swollen. The patient's blood glucose (bg) values reached over 150 mg/dl. For treatment, the site was lanced and drained. A ultrasound was performed on the site. The patient was prescribed antibiotics called cephalexin at 500 mg to take 4 times a day for 7 to 10 days and bactrim at 500 mg to take 4 times a day for 10 days. The pod was worn longer than 48 hours on the leg. The patient was discharged after 2.5 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.